Manufacturer narrative:
Additional information was received that the shock configuration was reprogrammed and acceptable shock impedance measurements were observed. Defibrillation threshold (dft) testing was performed to verify appropriate therapy and was observed to be successful. The local field representative reported that a setscrew issue was suspected. No additional interventions were undertaken and available information indicates that this product remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms, approximately two weeks post implant. It was noted that the device delivered appropriate shock therapy and the shock impedance measurements were observed to be in the 40 ohm range following shock delivery. Boston scientific technical services (ts) discussed the possibility of a setscrew issue and discussed troubleshooting options. No adverse patient effects were reported.